Event description:
It was reported that during firing, the device had a loud popping sound and burning smell. There was no report of procedure or patient involvement.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the console device was not returned; however, it was serviced at the customer's facility by a field service engineer (fse). The fse confirmed the reported allegation of device noise/audible and smoking. According to case comments, the debris shield was defective and replaced. It was tested with a new fiber, and there seem to be no further issues. The malfunction found could have affected the device performance, leading to the event experienced by the customer. A review for device history review (DHR)/service history was completed and states that the device was installed on (B)(6) 2017, and this event occurred eight years after the system installation. After this period, component wear, failure, or damage is possible based on product use. A review of the device instructions for use (IFU), using p50h p100h hazard analysis, was performed and includes specific warnings related to "loud popping sound and burning smell," such as: popping or tapping coming sound from the fiber port: this is probably due to a malfunction of the optical fiber connector, and optical fiber burn back may occur during prolonged procedures, especially when using higher power. The investigation conclusion code assigned is cause traced to component failure, which indicates expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during firing, the device had a loud popping sound and burning smell. There was no report of procedure or patient involvement.